Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: ventral fascia defect status post orthotopic liver transplantation. Postoperative diagnosis: as above. Operation: repair of ventral fascial defect with surgisis gold mesh; liver biopsy. Indications for procedure: the patient is a 54-year-old male status post orthotopic liver transplantation whose midline fascia could not be closed at the time of transplant due to allograft size. The patient now presents for definitive closure of the ventral fascia. He had some evidence of wound erythema in the clinic office visit and by my judgement at that time, it was corrected to perform this repair. Description of procedure: ¿after obtaining informed consent from the patient, the patient was brought to the operating room and placed in a supine position. General endotracheal anesthesia was obtained without complication. Appropriate IV access was secured. The patient was sterilely prepped and draped in the usual fashion. A surgical pause was performed in accordance with hospital policy. The midline component of the wound was completely opened. The fascial edges were approximated and identified. They could not be closed primarily. Therefore, a surgisis gold mesh was implanted and secured to the midline fascia via continuous #1 pds suture. This facilitated excellent closure. A jackson-pratt drain was placed on top of the fascia, and the skin was closed with interrupted 2-0 nylon. The patient tolerated the procedure well. Sponge and needle counts correct x 2. The patient was stable and extubated upon presentation to post anesthesia care unit. The family was notified of the outcome. Of note, when we had direct access to the liver, a liver biopsy was performed by an 18-gauge tru-cut needle.¿ (B)(6) 2010: (B)(6) medical center. Implant sticker. Cook. (B)(6) 2011: (B)(6) medical center. (B)(6), md. Operative report. Attending surgeon: (B)(6), md. Resident surgeon: (B)(6), md. Preoperative diagnosis: incisional hernia. Status post liver transplant. Status post hernia repair. Postoperative diagnosis: same. Operation: incisional hernia repair with mesh repair graft; extensive lysis of adhesions; liver transplant biopsy; placement of jp-drain. Anesthesia: general. Estimated blood loss: less than 50 ml. Indication for procedure: this is a 55-year-old gentleman with a history of liver transplant 2 years ago. Dr. (B)(6) previously repaired the incisional hernia. The patient was seen in the clinic and he had a large 15 x 10 defect on the anterior abdominal wall in the midline incision of the inverted transplant incision. The patient was complaining of severe pain and nausea on and off. The risks and complications of the procedure, including, but not limited to, patient death, bleeding, infection, hernia recurrence, intestinal obstruction and reexploration, were explained to the patient. The patient seemed to understand the procedure well and he decided to proceed. Description of the procedure: ¿under general anesthesia, the patient was kept in a supine position and arterial and venous lines were placed by anesthesia. Operative time-out was done and the patient was prepped and draped in standard fashion. The elliptical midline incision of the previous scar was resected. We started dissecting in the subcuticular tissue along the surface of the hernia sac on both sides of the midline. The fascia and the rectus sheath were identified. We cleared around the edge of the rectus sheath about 6 to 7 cm from the hernia sac. The hernia sac was opened and all adhesions were taken down. Then the whole sac was excised. The liver was seen and appeared to be normal. Because the patient was hepatitis c transplant, we did a biopsy of the liver. Hemostasis was achieved. After the whole sac was excised, the edges of the rectus sheath were freshened and there was a huge defect with measured around 15 to 16 cm x 7 to 8 cm. We closed the abdominal defect with multiple interrupted figure-of-eight sutures with pds and the approximation was good without much tension. Then overlay mesh (stratus mesh) was placed. We used stratus mesh to reinforce the overlay. A 15 x 10 cm piece of stratus mesh was cut and sutured to the rectus sheath on all sides, using 2-0 prolene sutures in running fashion. At the end of the surgery, the mesh and the repair looked very solid. Hemostasis was obtained. We placed 2 jp drains to prevent collections above the stratus mesh and below the subcuticular skin. The subcuticular tissue was closed in the midline with multiple interrupted 2-0 vicryl sutures. The skin was stapled with staplers. The patient tolerated the procedure well. He was extubated and transferred to the pacu. All counts were correct x 2.¿ (B)(6) 2011: (B)(6) medical center. (B)(6), md. Operative report. Resident surgeon: (B)(6), md. Co-surgeon: (B)(6), md. Preoperative diagnosis: incisional hernia. Status post incisional hernia repair, status post liver transplant. Postoperative diagnosis: __ [sic]. Operation: incisional hernia repair using mesh; resection of hernia sac; extensive adhesiolysis; exploratory laparotomy; liver transplant biopsy. Indications for procedure: 55-year-old gentleman with a previous history of liver transplant 2 years ago. He had subsequently undergone incisional hernia repair. He was not seen in clinic with recurrence of 15 x 10 cm defect in the anterior abdominal wall in the midline. The potential risks and complications of hernia repair, including but not limited to, patient death, infection, bleeding, recurrence, small bowel obstruction, need for reoperation, etc., were explained to the patient. The patient appeared to understand the procedure well and decided to proceed with surgery. Description of procedure: ¿dr. (B)(6) had already opened the wound. The hernia sac was relatively large and needed to be resected. Extensive adhesiolysis was done. The whole sac was excised. A liver biopsy was obtained by dr. (B)(6). Then, mesh was placed and sutured with 2-0 pds in running fashion without major tension. Jps were placed. Dr. (B)(6) closed the abdominal wall in standard fashion. The skin was stapled. A sterile dressing was applied. The patient tolerated this procedure well and was transferred in stable condition to the pacu. All counts were correct x 2.¿ (B)(6) 2011: (B)(6) medical center. (B)(6), md. Operative report. Resident assistant: (B)(6), mbbs. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: same. Operation: laparoscopic incisional hernia repair with mesh. Anesthesia: general endotracheal anesthesia. Indication for the procedure: (B)(6) is a patient that underwent a liver transplant and after the liver transplant he developed an incisional hernia. His hernia was repaired by dr. (B)(6). Three months after surgery the patient started to notice bulging in the right flank and for that reason was evaluated by dr. (B)(6) who considered at this point the patient would benefit from laparoscopic repair of his hernia. Dr. (B)(6) consulted me for this purpose and I scheduled the patient for laparoscopic incisional hernia repair with mesh. Findings at the time of procedure: a 5 x 4 cm incisional hernia in the right flank. Description of procedure: ¿the patient was placed in the supine position with a blanket under his back so he will be in 30? Right side up. Scds were given to the patient as well as preoperative antibiotics. After successful general endotracheal anesthesia a foley catheter was placed. The abdomen was then prepped and draped in the usual sterile fashion. A 12 mm trocar was inserted in the umbilical region using open technique. A pneumoperitoneum was achieved with the pressure of 14 mmhg. One additional 5 mm trocar was then placed in the suprapubic region and one more trocar, also a 5 mm was placed in the right lower quadrant. After entering the abdominal cavity multiple adhesions to his previous surgeries were observed. This consisted of omentum as well as small bowel and colon. However, these adhesions were observed not to compromise the area of the hernia and were left intact. The hernia defect was observed to be about 5 x 4 cm in size in the right flank with about 5 cm distance to the right costal margin and a 5 cm distance to the right hip. For this reason, using a laparoscopic suture passer the defect was closed with four interrupted stitches using #1 maxon. Each stitch was placed through a stab incision on the skin in the midline incorporating about 2 cm of fascia on each side. Once all these stitches were placed the pneumoperitoneum was released and the knots were tied in the subcutaneous tissue. Once this was accomplished we then measured the hernia defect again with the spinal needle touching the edges of the defect after the abdominal pressure was decreased to 10 mmhg. The defect was observed to be about 5 x 1 cm in size. We then tailored a duralmesh so we would have at least 4 cm beyond the defect. This gave us a mesh of a size of 13 x 10 cm. Stitches were placed every 5 cm around the edge of the mesh. The mesh was rolled in and then introduced through the 10 mm port. Once inside the mesh was unrolled and positioned to cover the defect. Using the laparoscopic suture passer each of the stitches previously placed on the mesh were brought outside. Once the stitches were tied, using an the endotacker device the mesh was secured in place with 1 cm apart tackers. This was performed all the way around the mesh. Happy with the mesh placement, the trocars were then removed and under direct visualization the pneumoperitoneum was evacuated. The 10 mm trocar site was closed with #1 mason suture. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. The foley catheter was removed before the patient was awakened. Sponge and instrument count was correct.¿ (B)(6) 2011: (B)(6) medical center. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 8991244. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc03/8991244) was implanted during the procedure. (B)(6) 2012: (B)(6). (B)(6), md. Office notes. Complaining of pain and swelling at site of hernia ever since after surgery, increased over period of 3 months, continuous now. Swelling associated, minimal increase in size by coughing. Current meds include: aspirin, trimethoprim. Weight 76.5 kg., bmi 24.9. Saw patient today, examined swelling. Reviewed CT and MRI, MRI showing fat herniation next to mesh and significant edema of the site in the region. Likely displacement of lower part of mesh, and herniation of the preperitoneal fat contained into the subcutaneous space which is probably palpable now. Discussed case with dr. (B)(6) and came to conclusion that patient can be offered surgery, which will be open and not laparoscopic at this time to reduce that preperitoneal fat and establish and fix the hernia again. (B)(6) 2012: [missing records: CT and MRI showing ¿likely displacement of lower part of mesh¿ were not provided]. (B)(6) 2012: (B)(6) medical center. (B)(6), md. Operative report. Resident surgeon: (B)(6), md; (B)(6), md. Preoperative diagnosis: hernia. Postoperative diagnosis: same. Procedure done: recurrent incisional hernia repair. Anesthesia: general anesthesia. Estimated blood loss: less than 50 ml. Indication for surgery: mr. (B)(6) is well known to our service, and he had an orthotopic liver transplant around 1-1/2 years back and followed by that the patient had multiple hernias, one of which in the midline was repaired by me earlier. After that he had one more hernia on the right side of the inverted t-incision for a liver transplant, which was repaired laparoscopically by another surgeon in this institution. Followed by that patient has had persistent pain in the same region and with palpable swelling. The details of this can be found on my earlier clinical dictations. The patient underwent multiple investigations and MRI, which showed that the lower end of the intraabdominal mesh was detached from the anterior abdominal wall, and there was a herniation of the preperitoneal fat in the small sac through it. Hence after a detailed discussion the patient wished and desired to get operated by me to fix the hernia. All the risks and complications of surgery including but not limited to, bleeding, need for abdominal exploration, extensive adhesiolysis, intestinal dissection or even if there is a perforation ¿ suturing of it, bleeding, transfusion, recurrent hernia, failure of the procedure, intestinal obstruction in the future, need for long-term drain etc., were explained to the patient, and he appeared to understand it well and wished to proceed with this surgery. Description of the procedure: ¿the patient was taken to the operating room and put in a supine position. Anesthesia was administered by the anesthesia team. Adequate arterial and venous lines were taken. The patient was given a little bit of left lateral position at 45?. Then the parts were prepped and prepped in a standard fashion. The incision was taken on the right side of the inverted t-incision where the swelling was palpable. The skin was incised and the subcutaneous tissue was entered. We palpated a scar and small swelling, around which dissection was done until the anterior rectus sheath and the fascia were reached from either side of the incision. We noticed a clear defect at this stage and the hernial sac, which defect was around 7 cm x 5 cm. With gradual dissection we found out that the sac was comprised of majority of the preperitoneal fat and a small peritoneal sac. With gradual dissection we entered inside and after opening the sac the mesh was seen, which was hanging free inside the abdominal cavity. The upper edge of the mesh was well tucked with the anterior abdominal wall. We saw the intestine as well, there were a few adhesions which were separated. The lower edge of the mesh, the free edge was clearly seen. At this stage, we took some tacking sutures with the prolene, 2-0, from the inferior free edge of the mesh to the anterior abdominal wall. Thus now the mesh was fixed. Now the defect above the mesh was closed with multiple interrupted #1 pds sutures with a figure-of-eight. At the end of it the repair looked very well. We cleared some more fascia around the repair area. Then another 10 x 5 cm of the strattice mesh was put on it and was sutured on the anterior rectus sheath and the external oblique laterally with running 2-0 prolene suture as an overlay mesh. Hemostasis was achieved. Wash was given and the single 7 french jp was kept. The subcu[taneous] was closed with 0 vicryl suture and the skin was stapled. The patient tolerated the procedure very well and was transferred to the pacu.¿ (B)(6) 2012: (B)(6) medical center. Implant sticker. Strattice 6x10 cm. Lifecell corp. (B)(6) 2012: (B)(6) medical center. (B)(6), md. Pathology report. Accession no.: s12-3103. Final diagnosis: preperitoneal fat from hernia sac, resection: benign fibroadipose tissue with prior surgical material. Specimen(s) received: preperitoneal fat from hernia sac. Clinical history: incisional hernia. Gross description: (preperitoneal fat from hernia sac) received in formalin is a collection of multiple, irregular strips of dense, pale tan to red, fibrous connective tissue and soft yellow, lobular fat showing extensive extravasation and erythema having combined dimensions of 6.8 x 5.3 x 2.8 cm. Sections show focal dense, rubbery fibrosis with associated cautery artifact and dense, chalky, yellow tissue. Representative sections are submitted in cassette a1. Cd/vs. Microscopic description: complete microscopic evaluation has been performed. (B)(6) 2012: (B)(6) medical center. (B)(6), md; (B)(6), md. Discharge summary. Admission date (B)(6) 2012. Admission diagnosis: incisional hernia, status post liver transplant. Hospital course: on day of admission, taken to operating theater by dr. (B)(6) and underwent uncomplicated incisional hernia repair, tolerated without complications. Patient was admitted to the floor for pain control, stabilization, monitoring. Hospital course unremarkable. On day of discharge, tolerating pain, ambulating, tolerating regular diet. Jp drain on right lower quadrant was draining approximately 50 ml serosanguineous fluid, pt to be discharged home with jp. Follow up instructions, regular diet, avoid constipation, avoid strenuous activity, avoid heavy weight lifting no more than 15 pounds for 4 weeks or until told differently. Follow up dr. (B)(6) 10 to 14 days. (B)(6) 2012: (B)(6) medical center. (B)(6), md. Procedure report. Upper gi endoscopy. Impression: esophageal mucosal changed suggestive of long-segment barrett¿s esophagus. Hiatus hernia. (B)(6) 2012: (B)(6) medical center. (B)(6), md. History and physical. Abdominal pain, nausea and vomiting x 4 days. Started 4 days ago, pain located periumbilical, sharp and piercing type radiating to lower abdomen and back. Nausea intermittently with vomiting with solid food intake worsening over last 2 days. Home meds include: aspirin, tacrolimus. History: 3-year history of smoking several decades ago, alcoholic until 2009, remote history of IV drug abuse. CT scan no evidence of obstruction, diverticulosis noted without diverticulitis. Impression/plan: abdominal pain with nausea and vomiting unclear etiology, does not appear to have obstruction, clear liquid diet, if tolerating will advance, history of liver transplant, continue tacrolimus, fluconazole, bactrim. Gastroesophageal reflux, continue protonix. Hypertension, resume home medications. (B)(6) 2012: (B)(6) medical center. (B)(6), md. Discharge summary. Admission date: (B)(6) 2012. Principal diagnosis: abdominal pain with nausea and vomiting, history of liver transplantation, gastroesophageal reflux, hypertension uncontrolled. Procedures performed: CT of abdomen and pelvis, observation, EKG, pain management, and intravenous hydration. History of present illness: came in with abdominal pain associated with nausea and vomiting, started 4 days before, pain periumbilical sharp and piercing type in nature, radiating to lower abdomen. Hospital course: admitted to cdu for observation, CT of abdomen and pelvis done, did not appear to have obstruction and etiology of pain unclear, kept on clear liquid diet and advanced when started to tolerate food, given IV fluid hydration. Tacrolimus, fluconazole and bactrim restarted due to past history of liver transplant. Continued on protonix for gerd and resumed home medications for hypertension. Was started on enoxaparin for prophylaxis and pain management given, given IV antiemetics. An abdominal binder was placed which did provide him relief with abdominal pain which in turn thought could be related to his hernia. Patient was deemed stable to discharge; pain and discomfort had decreased. Did not have further nausea or vomiting, was able to tolerate solid food, vitals stable. Instructions to follow up with primary care physician 5 to 7 days, no heavy lifting. (B)(6) 2012: (B)(6) medical center. (B)(6), md. Office notes. Pain over midline incision and right transverse incision, underwent hernia repair x 3 in past, was in ER in (B)(6) 2012 because of pain, last two months noticed small bulge over midline, tenderness, currently undergoing interferon treatment. Past medical history: abdomen hernia ventral 2010, abdomen hernia ventral 2011, alcoholic cirrhosis, gastrointestinal bleeding upper, hepatitis c virus, inguinal hernia bilateral. Past surgical history: incisional hernia repair (B)(6) 2010, incisional hernia with mesh (B)(6) 2011, inguinal hernia repair bilateral 2008, liver transplant (B)(6) 2010. Current meds: aspirin, tacrolimus. Exam: small defect at the jointing point of the inverted t, weak over the right side of the transverse incision. Impression/plan: pain from recurrent hernia. CT reviewed, demonstrated recurrent hernia over the midline and a small between the edge of the right side hernia mesh and the midline hernia mesh. Receiving interferon treatment, recommend conservative measure until he finishes treatment. Wear the binder as tolerated, recommend patient to seek hernia belt with a button. ??/??/12: [missing records: CT showing ¿recurrent hernia over midline and small between edge of right side hernia mesh and midline hernia mesh¿ was not provided. (B)(6) 2013: (B)(6) medical center. (B)(6), md. Office notes. Status post liver transplant, history of hcv [hepatitis c virus] infection, no rejection episodes since transplant. Describes significant abdominal pain, epigastric region, describes significant bulge in epigastric region, initially abdominal pain attributed to incisional hernia which was repaired (B)(6) 2011, did not relieve pain completely, hernia also recurred. Pain worse in evening associated with cough and shortness of breath, pain partially better with ppi [proton pump inhibitors]. Current meds: aspirin, tacrolimus. Exam: incisional hernia noted, reducible. Impression/plan: liver transplantation and immunosuppression. Chronic recurrent hepatitis c infection. Pain abdomen/barrett¿s esophagus. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred. It was reported the patient alleges the following injuries: mesh hanging free inside the abdominal cavity, mesh well tucked in the anterior abdominal wall requiring revision surgery on (B)(6) 2012. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. All fixation devices should be used in accordance with the manufacturer¿s instructions for use. The physician should reference the manufacturer¿s instructions for use and any supporting clinical literature regarding any potential warnings, precautions, and adverse events related to fixation devices. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.